Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Literature article entitled, ¿backside wear is not dependent on the acetabular socket design in crosslinked polyethylene liners¿ by kamal bali, et al, published by clinical orthopaedic related research (2016), vol. 474, pp. 374-352, was reviewed. The primary purpose of this retrieval study was to determine if there were differences in visual damage scores on the backside of modular polyethylene liners for two commonly implanted acetabular sockets: duraloc and a competitor cup. The cups were paired with polyethylene lines of the same manufacturer. The manufacturer of the femoral components is unknown and therefore not included in this compliant. Retrieved depuy products: 112 duraloc cups, 99 enduron polyethylene liners, and 13 marathon polyethylene liners. Results: the following are the reasons for revision of the duraloc cups and polyethylene liners. 10 cups and liners revised due to infection. No reported product problems. 35 cups and liners were revised due to polyethylene wear. There was no reported product problem with the duraloc cup. 33 revisions due to aseptic loosening of the cup. There was no reported product problem with the polyethylene liner. 11 cup and liner revisions due to unspecified joint instability. 10 revisions due to acetabular periprosthetic fracture. There were no reported product problems with the cup and liner. 13 revisions due to ¿other reasons¿ including pain, impingement of the joint, and/or psoas bursitis. Captured in this complaint: duraloc cup: loosening of the bone to implant interface. Polyethylene liners: implant bearing wear. Health impact and clinical symptoms: surgical intervention, medical device removal, medical device site joint movement impairment, fracture, bursitis, infection, pain, inadequate osseointegration, and joint instability. There is insufficient information provided to determine the replacement products used in the revision surgeries.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.